Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old japanese male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that despite there being no progression of aortic regurgitation (ar) during the impella support. A transthoracic echocardiogram (tte) revealed moderate ar with augmentation of a regurgitant jet to the mitral anterior leaflet after impella was removed. The patient seemingly developed moderate ar due to the removal of the impella device. The left ventricular ejection fraction (lvef) improved to 38% with moderate impaired systolic function, and moderate ar remained. The patient was discharged from the hospital without symptoms after being in the hospital for 40 days. Four weeks later, the patient required re-admitted due to progressive dyspnea on exertion. Tte showed lvdd/ds of 61/52 mm, lvef of 35% with severe hypokinesis and severe. Following improvement in heart failure, aortic valve replacement (avr) was performed to treat the recurrent heart failure due to ar. No further information was provided.